Event description:
It was reported that the patient started having pain last year. Patient states that the pain increases after she does her walking. Patient also reports that the pain has increased since last year. She has had cortisone injections for the pain. Patient states that she had a surgical procedure but doesn't know what was done to her knee. Patient wants to know if there is a recall on the knee implant.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain related to a triathlon knee was reported. The event was not confirmed. The device remains implanted. Review of the provided records found no indication the reported complaints were related to prosthetic design, manufacturing, or materials. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Clinician review of the provided records indicated the likely root cause of the reported pain to be related to patient factors. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-402, triathlon cr fem comp #4 r-cem, lot code: sthan, cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: 0n94, cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: bifx, cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mdr019, cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mfr027, cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mer023.

Event description:
It was reported that the patient started having pain last year. Patient states that the pain increases after she does her walking. Patient also reports that the pain has increased since last year. She has had cortisone injections for the pain. Patient states that she had a surgical procedure but doesn't know what was done to her knee. Patient wants to know if there is a recall on the knee implant.